Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced positioning concerns, including the pump being positioned higher than expected and the cylinder tips not reaching the glans. The physician determined that the patient had been sized too short in the previous surgery. A surgical procedure was performed in which the cylinders and pump were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with length of the device may have been due to a potential measurement error. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.